Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced during the procedure on (B)(6) 2016.

Event description:
New information received indicates that the patient was stable post-procedure.